Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an implant (tsv4h10) fractured at tooth location 29. Implant was removed and site was bone grafted.

Manufacturer narrative:
An imp,tsv,4.1mm,dual sel,ha (tsv4h10) was received for investigation. Visual inspection of the as returned product identified a layer of residue along the implant's exterior, as well as significant gouging, fracturing, and other damage to the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. In addition, the implant was in placed at tooth location # 29 (universal) and was in place for approximately 3 years. No relevant patient factors that could cause or contribute to the reported event were noted in the per. Pictures or x-ray images were not provided of the fractured implant. DHR review was completed for the subject lot number (62814537). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 62814537) for similar event and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture) or device (tsv4h10). Therefore, based on the available information, reported implant fracture malfunction did occur and the reported event was confirmed. The following sections have been updated: date of this report, unique identifier (UDI) number, expiration date, date received by manufacturer, checked "follow-up", checked follow-up type, device evaluated by manufacturer, manufacturer date, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.